Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer experienced hypoglycemia and the insulin pump was suspending at 288 mg/dl. The customer's blood glucose value was 40 mg/dl. It was reported that the insulin pump kept showing auto suspend while her blood glucose value was 288 mg/dl. It was reported that the insulin pump¿s auto suspend feature was suspending instead of threshold suspend. It was also reported that the low suspend started a day ago and blood glucose have been dropping down to 40 mg/dl for the last two weeks. The customer declined troubleshooting. The device will not be returned for analysis.